Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported that, while servicing the pet system, a field engineer sustained a head injury that was treated with surgical staples.

Manufacturer narrative:
A gehc service engineer was working on a pet dst mobile system. He was lubricating rolling dog house covers on the mobile pet. This involves removing covers from the table to access the lubrication connector. It also involves the need for the service engineer to crouch down by the table while adding additional grease. Once he had finished he stood up from working on the floor and hit their head on the metal bracket used to attach the upper table cover resulting in a head laceration. The service engineer received medical treatment consisting of 4 head staples. The part he hit his head on was the table top cover bracket made using the applied practices document to make rounded corners and to remove burrs from any facet of the part. The root cause of the incident was determined to be improper servicing due to lack of awareness. This is not design or part quality issue. While the service procedure does not call out any special precautions when standing, it is general ehs procedure to be aware of your environment when working on the equipment. There is no need for corrective or preventive action, since, after formal investigation, the design risk associated with this event is determined to be as low as reasonable practical. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.